Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement, and occlusion test. However, unit had high sleep current. Pump¿s history and trace files downloaded successfully using thus software. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing or in the pump trace download. Force sensor was measured and is within spec (22.3mv at zero offset).¿pump was cut open to perform visual inspection and found dried insulin on the motor slide. Swapped pcba 1 board with a test board and sleep current measurement passed. P-cap / reservoir does not lock properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, detached retainer, missing o-ring, and broken reservoir tube lip. Alleged insulin flow block alarms not confirmed during testing. Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Unit didn't pass sleep current. Problem isolated to pcba 1. Alleged motor drive anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced drive/motor anomaly, no delivery/occlusion alarm, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1715k, mmt-399a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1715k. No product return is required for mmt-399a. No product return is required for mmt-332a.